Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose of 400 mg/dl. The customer also reported that they had infections. The customer's blood glucose was 110 mg/dl at the time of call. The customer stated that they treated the high blood glucose with manual injection and boluses. The customer stated that the high blood glucose was caused by the infection. No troubleshooting was done. The insulin pump will not be returned for analysis.